Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4: additional device information - lot number ¿ additional. G4: date received by manufacturer ¿ additional. H2: additional information. H4: device manufacturer date ¿ additional.

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.